Manufacturer narrative:
After clinical/secondary review of this file performed on (B)(6) 2021, it was decided to add codes breast cyst and surgical intervention to more accurately capture the reported event manufacturer¿s reference number: (B)(4) after clinical/secondary review of this file performed on (B)(6) 2021, it was decided to add codes breast cyst and surgical intervention to more accurately capture the reported event.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: wound infection. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with a mentor memorygel breast implant 400cc and suffered from a wound infection on the right side. As a result, the patient had undergone removal on (B)(6) 2021.